Manufacturer narrative:
Product analysis report: a fragment of a protégé stent was returned within a zippered plastic pouch and wrapped up in surgical gauze. The returned stent fragment was identified as an everflex stent based on the radiopaque marker hoops and stent strut pattern. The stent fragment consists of radiopaque marker hoops and parts of two longitudinal stent cells. The returned stent fragment is consistent with stent fragment in the photographic image provided with the initial reported event. The returned stent fragment does not change the previous findings and codes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the protégé everflex to treat a lesion with moderate tortuosity in the common iliac artery as per IFU. The physician deployed the stent, no resistance or excessive force reported. It was reported after the device was removed from the patient part of the stent with 2 struts attached was observed within the delivery system. The physician deployed another stent to jail the remainder of the stent in place at the lesion site with no issue noted. No patient injury reported.

Manufacturer narrative:
Evaluation of photograph received: the protégé everflex self-expanding biliary stent system was not received for evaluation. No procedural reports, ancillary devices, or cine images from the procedure were received for evaluation. A single photograph was provided for analysis. The stent fragment was identified as an everflex stent based on the radiopaque marker hoops and stent strut pattern. The stent fragment consists of radiopaque marker hoops and parts of two longitudinal stent cells. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the protégé everflex to treat a lesion with moderate tortuosity in the common iliac artery. It was reported that the device was prepared as per IFU. The physician deployed the stent, no resistance or excessive force was reported. It was reported after the device was removed from the patient part of the stent with 2 struts attached was observed within the delivery system. The physician deployed another stent to jail the remainder of the stent in place at the lesion site with no issue noted. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.